Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Per additional information, the unused lumens were maintained via heparin lock. The catheter required replacement due to the reported event. No other adverse effects were reported for this incident.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional information was provided on 19jul2023 indicating that a serious injury had occurred. A follow up report was sent with a change to h1. However, the additional information required a 15 day combination report as well and this was not indicated in previous reports. Correction: h6 report type, 15 day. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation: it was reported by a facility in the united states that the catheter from a cook spectrum minocycline/rifampin impregnated double lumen central venous catheter tray occluded. After the device was placed, the proximal (blue) lumen was unable to be flushed. The patient required an additional procedure to remove and replace the device. No other adverse events were reported due to this occurrence. Reviews of documentation including quality control, manufacturing instructions (mi), and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search to the customer was unable to identify the complaint lot. Based on the available information, cook has concluded that there is no evidence suggesting that the device was manufactured out of specification. There is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU [c_t_ulmabrm_rev4] packaged with the device contains the following in relation to the reported failure mode: ¿product recommendations suggested lumen utilization: double-lumen ¿¿ #1 distal exit port (endhole) ¿ whole blood or blood product delivery and sampling; any situation requiring more flow rate; cvp monitoring; medication delivery. It is strongly recommended that this lumen be used for all blood sampling. ¿#2 proximal exit port- medication delivery; acute hyperalimentation. Suggested catheter maintenance ¿ to prevent clotting or possibility of air embolus, the double-lumen¿s #2, and the triple-lumen¿s #2 and #3 lumens should be filled with saline solution or heparinized saline solution (100 units of heparin per cc of saline is usually adequate), depending on institutional protocol, prior to catheter introduction. ¿ any unused lumens should be maintained with continuous saline or heparinized saline drip or locked with heparinized saline solution. Heparin-locked lumens should be reestablished at least every 8 hours. ¿ before using any lumen already locked with heparin, lumen should be flushed with twice the indicated lumen volume using normal saline. Lumens should be flushed with normal saline between administrations of different infusates. After use, lumen should again be flushed with twice the indicated lumen volume using normal saline before reestablishing heparin lock... Instrucitons for use 8. -lumens should now be flushed with 5-10 cc normal saline prior to use or establishment of heparin lock.¿ based on the information provided, no device return, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to the event. The customer stated that they used a heparin lock, so it is less likely that use error contributed to this event. It is possible that the lumens weren¿t sufficiently flushed to prevent blood from coagulating in the catheter but cook cannot confirm this. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the customer experienced persistent issues with the catheter of a cook spectrum minocycline/rifampin impregnated double lumen central venous catheter tray. These issues were discovered due to specific increased need for tpa usage for the blue proximal lumen. One incident involved the central venous catheter of an unknown patient being replaced, and an issue of the inability to obtain blood return from the blue lumen of the device being immediately noticed post-insertion. Another separate incident involved leakage around the insertion site when the lumen was flushed. Overall, the main issue was the inability to flush the proximal port while the line was inserted in the femoral vein and internal jugular cannulations. This report covers the inability to flush the lumen under the patient identifier 401976.an additional report will cover the incident of the line inability to obtain blood return under the patient identifier 401971.additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
. Device name: cook spectrum minocycline/rifampin impregnated double lumen central venous catheter tray. Occupation: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.